Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive bolus express, esc, act and up buttons due to corroded keypad traces. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 523 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for the button error alarm was performed. Customer advised the device may have been exposed to moisture due to rain. Customer stated the buttons were unresponsive when pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.